Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material, believed to be a simethicone type product, in the air/water channels. There were no reports of patient involvement.

Manufacturer narrative:
Additional information received from customer on reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of why the material adhered to the device could not be determined since it was unknown if there was deviation from IFU reprocessing steps for the area foreign material remained. No physical damage of the device was confirmed at where the foreign material was remained. Information on reprocessing: in general, our customer was trained by olympus for processing practice in accordance with instructions for use (IFU). When this device came into the repair center for inspection, the customer did not provide any information regarding failure and/or issues on the reprocessing practice. As this repair order is nothing to do with hmi nor patient infection, the customer is not willing to provide any information for the reprocessing practice to olympus. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection". IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.